Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and some of their concerns were resolved. The patient also still had concerns regarding their device or therapy. The patient did not have an appointment.

Event description:
It was reported that the patient started leaking months prior to the report and it was implied the issue really started before (B)(6) 2015. The patient had an x-ray the day before the report of his sacral nerve. Also, the patient had a back problem that will require surgery. It was reported that there was a shocking or jolting sensation in the patient's testicles when he was doing squats against the wall with a ball on his back. This occurred on (B)(6). When the patient arrived home on the day of the shocking, he still felt the shocks even though he was not moving around. The patient lower the stim and finally turned it off. The patient turned stim back on, however, he required a much higher stim level to feel it. Prior to the incident on (B)(6), the same level that he was currently on would have been too much for him. The patient also had leakage since (B)(6) 2015 and had to wear undergarment for protection. The patient can hold it at times because he had done kegel exercises. The patient tried to adjust various programs and reported a jolt at one point from stim at 7.0 volts. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0d84n, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient reported getting jolted in the testes. No further patient complications have been reported as a result of this event.